Event description:
Customer reports a fiber leak noted by blood in the dialysate compartment during the onset of the pt treatment. New disposables were used to continue the treatment without incident. The dialyzer was reused 4 times prior to the reported event. Customer reports no pt injury or need for medical intervention.